Manufacturer narrative:
Method - actual device not evaluated. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, a supplemental medwatch will be filed.

Event description:
It was reported during an af ablation procedure, the extension tubing broke close to the handle of the cool path duo catheter. The procedure was concluded using a new catheter, with no consequences to the pt.